Event description:
It was reported by service report that while performing preventative maintenance on cot, it was found to need repairs. It is unk if there was pt involvement or if there are adverse consequences to report.